Event description:
Boston scientific received information that during a follow up visit; this pacemaker indicated 3.5 years longevity remaining with a full battery indicator. The device evaluation was performed and all measurement were normal. After the interrogation, the battery longevity was then greater than 5 years with a full battery indicator. The device remains implanted. No adverse patiente effects reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.